Event description:
Customer testing on accu-chek active system (active meter, accu-chek active test strips lot# 22938562, exp date# 08/30/2007). Customer attempting to test, inserts test strip and within 2 minutes gets a result of "lo" without dosing strip. Controls for level 1 and level 2 were ran and were within range. Customer did not take action/inaction based on undosed strip. No adverse event occurred. A request was made for return of suspect product, and a replacement was sent.

Manufacturer narrative:
The suspect product is the active meter blood glucose monitoring device.